Event description:
Moss gastrostomy tube (lot #010202) was inserted in 2003. The pt went to the physician's office in 2003 to have it removed. Md was unable to remove. An ega was performed to remove tube. Tube feeding was found obstructing the channel of the balloon. Someone put the tube feeding down the wrong port.